Event description:
It was reported that, "surgeon planned on removing loose acetabular cup, and replacing it with a zimmer acetabular cup/liner and a stryker femoral head if the stem was well fixed. If the stem was loose, the surgeon planned to do a complete revision using zimmer parts. The stem was ok and the surgeon implanted a 60 mm cluster cup, 60 mm 3.5 mm offset liner, and 40 mm +0 femoral head 06-4000 mhpp06."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as pt retained explants. If add'l info becomes available then it will be submitted in a supplemental report.